Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address mom liner pain. It was also reported that on (B)(6) surgeon removed a 36 1.4 articuleze head and a 50mm metal on metal on metal liner. He replaced with an altrax 32x50+4 poly liner and 32+9 ceramic ts head. Doi: unknown, dor: (B)(6) 2018, unknown operative side.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.